Event description:
Implant was removed due to infection at surgical site. Although patient's bone is healed, x-ray shows that the implant is bent and incorrectly placed. Patient non-compliance, confirmed by parent's statements, likely contributed to bent implant.